Event description:
During an endoscopy procedure, a cook glo-tip spray catheter was used. The end of the catheter fell off. Several attempts were made in an effort to collect additional info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the catheter tip confirmed the tip has detached. This catheter tip is comprised of four separate components. The detached components include a 3mm wide band from the outside of the catheter, the spray catheter tip (approx 5mm long) and the spray bit (approx 2mm long) inside the catheter tip. The spray catheter's insert remains inside the distal end of the catheter. The insert is recessed 1mm inside the tubing which is appropriate. The length of the catheter measures within specifications. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all gt-7-spray catheter are subjected to a functional and visual test to ensure device integrity. Visually check spray catheter band under microscope for uniform crimp and for splits in the band. A manual tug on the band is also conducted. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.